Manufacturer narrative:
Concomitant medical products: product ID: sg-64 and product ID: hg-16-62-28. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 83 mm diameter abdominal aortic aneurysm. It was reported that approximately two and a half years later that the patient had ten endoanchors implanted for the treatment of a type ia endoleak in conjunction with non-mdt bare mental stents. Approximately three weeks later a CT scan was performed and a type ia endoleak was detected. Per the investigator, the cause of the event is related to the aaa. The issue is unresolved as the patient has since withdrew consent. No additional clinical sequelae were reported and the patient has withdrawn from the study.

Manufacturer narrative:
(B)(4) added at investigation completion. If information is provided in the future, a supplemental report will be issued.